Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient states that he attempted to use his aviva meter at 11:30 am on (B)(6) 2016. The meter displayed an error message but the patient does not recall the error message displayed. A friend of the patient's arrived at patient's home between 11:30 am and 12:30 pm. The patient tested his blood glucose using friend's competitor meter and result read "low". Patient faced symptoms of shaking, sweating, and dizziness. Friend gave patient several glasses of orange and apple juice. However, patient passed out for one minute. Patient's friend called her daughter, a nurse. The nurse arrived at patient's home between 2 pm and 2:30 pm. The nurse gave patient a mixed drink of milk, sugar and honey. Patient still did not feel well and so he was taken to the hospital. Hospital staff tested patient's blood glucose on an unknown hospital meter and result obtained was 21 mg/dl. Patient states that he was given a shot, but he does not know the medication name or dosage. The patient no longer has the test strips; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.